Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a csf leak during a permanent drg implant. As a result, the procedure was abandoned and a blood patch was performed.